Event description:
It was reported that the pump stopped working and a back-up pump was used. Multiple attempts have been made to obtain further information. It is unknown how much blood was collected and therefore discarded. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint could not be duplicated. The following possible root causes for unit stopped condition have been identified, but not limited to: insufficient vacuum at wound due to blood clots on the evacuator tubing or reservoir pre-filter insufficient vacuum at wound due to a low vacuum setting or unit elevated above the wound (causing pressure loss) or an occluded air filter insufficient vacuum or pressure lost due to broken, damage or missing component (s) and /or damage unit during shipping and handling process the event did not involve an adverse trend or unanticipated hazard. Since this failure mode does not represent an adverse trend in comparison with risk documents, therefore product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
It was reported that the pump stopped working and a back-up pump was used. Multiple attempts have been made to obtain further information. It is unknown how much blood was collected and therefore discarded. There were no adverse consequences, no medical intervention and no delay reported.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. The device is in transit and has not been received for evaluation.